Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was out of service and displayed "full sync required." Patients and orders may have not been current. A technical support specialist (tss) dialed the station and addressed the 'full sync required' and 'critical override' notices. Following knowledge article" decrypt station db for backup", the tss logged in, ran a sync status check, and confirmed all transactions were processed. The data synchronization device service and maintenance windows service were stopped, the station database was backed up, and the services were restarted. The station was fully resynchronized and rebooted successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a station has been out of service, patients and orders may not be current". The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.